Event description:
It was reported that the pt stated that the stem is loosening as per surgeon's tests. He is in extreme pain. He states a surgeon advised that he will need a revision.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.